Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Service investigation determined the root cause of the messages was likely caused by an open pulse line in the trunk cable. Upon replacement of the trunk cable the electrode belt was fully functional. The rood cause of the open pulse wire cannot be positively identified. No adverse event resulted from the defective belt. The patient received a replacement electrode belt.